Event description:
It was reported that the shaft of the prograsp forceps began splintering. It was reported that no components had fallen off into a pt. No add'l info has been provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, failure analyses observed deep scratches at the distal end of main tube causing white marks. This damage to tube does not seem to be caused by a defective cannula.